Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced chronic infection at the abutment site. Subsequently, the patient was treated with oral antibiotics (date not reported); and the issue reportedly has resolved. The implanted device remains.